Event description:
It was reported that pump displayed malfunction alarm 16 and customer experienced very high blood glucose, with reading of 504 mg/dl. Customer treated high blood glucose with correction injection using multiple daily injections, received assistance from sisters, and contacted technical support, which arranged urgent replacement pump shipment, instructed customer to let old pump battery fully deplete before return, and advised on entering pump settings, reconnecting continuous glucose monitor, and using multiple daily injections as backup insulin therapy.